Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that navigation ring was not functional. The device was reported to be outside of use, at the time of the reported problem. No patient harm reported. The customer stated to the remote service engineer (rse) during remote service that while performing preventative maintenance (pm), the navigation ring was not functional. The customer requested the part information. The rse provided the customer with the white coated front bezel and the navigation ring part information. In a good faith effort (gfes) response received on 01/30/2023, the customer stated that they had not ordered the advised replacement parts yet and was working on doing so. Further gfes will be completed to confirm order of the replacement parts and resolution to the navigation ring issue.

Manufacturer narrative:
H10: a good faith effort (gfe) response received on 03/08/2023 stated that the parts had not yet been ordered. Having completed the required gfe process, the previous provision of replacement part information for the white coated front bezel and the navigation ring will be considered the resolution provided to the customer. If the customer orders the advised parts and the contacts philips stating that the issue has continued to occur, then further service will be provided to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H11:updated contact information, contact office entity, and manufacturing site.

Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report #2518422-2023-17908.